Event description:
The customer reported that the device would not stay in AED mode.

Manufacturer narrative:
The customer reported that the device would not stay in AED mode. The device was returned to philips for eval on 09/18/09. The technician noted that there were no voice prompts in AED mode. This issue made the customer perceive that the device wouldn't switch to AED mode. There was no problem with the button itself, and no other mechanical issues with the device. The control pca had failed, resulting in the reported symptom. The control pca was replaced to resolve the problem.